Event description:
Customer reported that pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer was able to resume insulin delivery with the original cartridge after receiving tips from technical support on preventing altitude alarms, which the caller understood and acknowledged.